Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specification. No occlusion alarms were duplicated during the investigation. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
It was reported that the patient's blood glucose (bg) was 535mg/dl with positive ketones but without symptoms of hyperglycemia. The patient reported that occlusions occurred during bolus and basal delivery since she changed the infusion set two days ago. She alleged that her elevated bg was caused by the occlusions. The patient said that her bg resolved to 150 mg/dl after she replaced the infusion set and delivered a bolus via the pump. The patient reported an additional occlusion during a bolus since she replaced the infusion set. She confirmed that the bolus was fully delivered prior to the occlusion alarm. She reported bg of 260 mg/dl without ketones or symptoms of hyperglycemia. The patient confirmed that she replaces the cartridge and tubing every three days, she does not reuse cartridges, and the supplies are not expired. This complaint is being reported because of an adverse event that occurred after the pump and/or infusion set became occluded.